Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, an adverse event occurred. The patient stated they were sitting in a food restaurant when they passed out. An employee at the restaurant called 911 and the patient woke up when the paramedics were loading him into the ambulance. He stated the dexcom had not alerted him at the time of event, but he was unsure what the display screen was showing at the time he passed out. The patient could not provide further event details. At the time of contact, the patient was doing fine. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no vibration on the receiver was reported. The patient stated that they had an event where they passed out; however, did not provide details of what occurred. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.